Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an unspecified alarm related to the cassette. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. The tamper seal had been removed. Visual inspection noted: this device was used, decontaminated and not in it's original packaging. Review of the error history log found no evidence. Functional testing confirmed the complaint. The latch lock was not indicating that latch was locked, causing an error in the cassette. Root cause was attributed to the inoperable latch lock. What caused the damage to the latch lock, was not established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Latch lock flex recommended to be replaced.

Event description:
Additional information was received: no patient injury.